Event description:
The customer reported high blood glucose. Customer's blood glucose was 172 mg/dl. Troubleshooting was done. It was found there were air bubbles in the tubing. The customer was assisted to remove the air bubbles. While troubleshooting for high blood glucose the customer mentioned no delivery. Customer's blood glucose was 520 mg/dl. Customer treated with bolus. Customer unable to troubleshoot due to it was past event. The customer was advised to monitor high blood glucose. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.